Manufacturer narrative:
Initial reporter phone: (B)(6). The device evaluation was completed on september 3, 2020. The device was visually inspected, and the hemostatic valve was found dislodged inside of hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since a microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggests that they tried to introduce the dilator not on a straight position as indicated on the odp. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed and it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that before the sheath was inserted into the patient, when the dilator was going to be inserted into the sheath, it felt as though the consistency and the dilator was popped out. Therefore, changed the sheath and the issue resolved. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue reported was assessed as a not reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on september 2, 2020 that the hemostatic valve was dislodged inside of the hub. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding is september 2, 2020.